Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the patient's visiting nursestated they were calling to get assistance to see if the ins was on and functioning because the patient did not feel that the device had been functioning for the past couple days. Maybe 2 days. The nurse said the patient's son adjusted their stimulation or something. The patient then got on the phone and said they told their son on monday that something was wrong. The patient then repeated what was previously reported. The patient mentioned again they were not able to walk, they were hot, and the medication did not work. The son then did something to the stimulation on monday. Since monday the patient had been experiencing the following: dyskinesia in back. The patient said they never had it before. Their arm was tremoring so much. Their legs also had tremors. They then synced with the programmer. Stimulation was shown to be on for both ins' and ok. One side showed 2.30v and the patient reiterated. There were no further complications reported.

Manufacturer narrative:
Date of event: (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. Patient reported that since the implant, they were very hot. Patient stated that something was wrong , further mentioning that their chest and stomach get so hot, but patient gets chills at the same time. Patient stated that the heat goes to the head. Patient also mentioned that they had high blood pressure with these symptoms. Patient stated that they feel so sick and had to cancel their colonoscopy appointment. Patient stated that they were cold and hot, that something was wrong and needed to be checked. Patient stated that something must be wrong with their implant in the chest. No further patient complications were reported/ anticipated as a result of this event.